Event description:
The customer reported that during the procedure, the electrosurgical pencil activated on its own. Because, the pen was on the abdomen of the pt, the pt was burned. The pt's burns were described as small superficial burns treated with creams. After realizing that the pen was constantly active, the surgeon changed the pen, and the new one showed the same problem. The electrosurgical pencils were not covidien product.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The return of the incident generator has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.